Event description:
It was reported when using the bd pyxis¿ es server, the patient profile wouldn't load into the pyxis. The customer reported that the malfunction took place when the user tried to dispense medication to the patient, however no delay was reported. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-mar-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patient profile wouldn't load into the pyxis. A technical support specialist provided a solution to resend the a01 (admit) message to update the status to admitted and communicated this to the customer via email. A follow-up email was sent, but since there was no response from the customer, the case was closed. The system functioned as intended after the technical support specialist investigated the device.